Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable due to the ipg no longer able to take a charge. Subsequently, patient did not charge the device for a couple of months. Field representative met with the patient to troubleshoot the device but the ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.